Manufacturer narrative:
Due to characters limitations, e1 (initial reporter) is (B)(6). I and (event site name) (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during distribution that cardiosave intra-aortic balloon pump (iabp) required the battery calibration. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected field - d4 (unique device identifier) a getinge field service engineer (fse) evaluated the unit, and performed battery calibration. The unit passed all safety and functional tests and was returned to the customer for clinical use.